Event description:
It was reported that the physician opened the kit and all of the glass drug vials within the kit were broken (saline, lidocaine, lidocaine/epinephrine). The kit was not used and there was no pt involvement. It is unk if there was a delay in treatment.

Manufacturer narrative:
(B)(4). Sample will not be returned.